Event description:
The complainant reported that patient of unknown age and gender on impella 5.5 experienced high pump flow and pump stop. The automated impella controller (aic) displayed pump error and to change pump. The issue initially resolved following restart of the pump. However, the pump was ultimately explanted and exchanged for another device. There was no reported patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Manufacturer narrative:
The investigation into the pump stop issue has been completed since the initial report was submitted. The device was returned, visually inspected, and tested. Significant biomaterial blockage observed at outflow cage/wrapped around the impeller. The cause of the temporary pump stop issue was due to biomaterial per log and field investigation.